Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for spinal pain and radicular pain syndrome (radiculopathies). It was reported that the patient could not recall for how long her implantable neurostimulator has not worked. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't remember when the stimulator stopped working. It was only used for about a year. The patient said the ins was working, it just was not working for the patient. The patient said it just quit working for them. The patient said that it wasn't taking care of the pain. The patient said they didn't fool with it. No further complications were reported.